Event description:
It was reported that pump had a malfunction issue that occurred on two separate dates. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. There was no reported need for assistance from any third party. Customer addressed high blood glucose by delivering a correction bolus through pump and had already reset pump before contacting support, after which malfunction did not recur. Customer will continue using pump.